Event description:
A falsely elevated ctni result of 8.5 ng/ml was reported for the ctni method. The physician questioned the result since the previous sequential ctni result was 0.1 ng/ml. The ctni was re-tested on the same specimen that orignally ran 8.5 ng/ml and the new result obtained was 0.1 ng/ml. There were no adverse health consequences or treatment as a result of the initial falsely elevated ctni result and the patient report was ammended. The error is believed to have been due to improper sample handling. Procedures specify complete clot formation is required for a serum separator tube before centrifugation.